Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's daughter that the customer had changed the infusion set and needed assistance with resetting the basal rates. Customer was taken to the emergency room the first day she was on the pump on (B)(6) 2015. Customer was hospitalized due to low blood glucose levels. Customer's blood glucose level was 55 mg/dl. Customer stated that she did not have the basal percentages set right. Customer was stabilized and then sent home. Customer was not held in the hospital overnight. No further assistance needed.